Manufacturer narrative:
Product not returned for evaluation.

Event description:
Patient reported experiencing elevated blood glucose of 273 mg/dl approximately one month prior. Her normal blood glucose range was 68-140 mg/dl. She indicated that the infusion set was leaking insulin near the headset. Patient stated that upon discovery of the leakage, she changed the infusion set tubing and administered a 3 unit bolus. She indicated that she exercised to keep a tight control on her blood glucose level. Her current blood glucose level was 109 mg/dl. She did not report any physiological effects associated with the elevated blood glucose. No medical assistance was reported. Product will not be returned for evaluation.